Event description:
The pt was getting results in the 200's mg/dl all week while using the suspect device. Insulin was increased due to the readings. The pt displayed symptoms of hypoglycemia and family member called 911. Pt was transported to the hosp and was treated with glucose. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for eval.